Event description:
Info rec'd indicates the left siderail will not latch automatically. The latch handle had to be pulled to latch the siderail.

Manufacturer narrative:
The technician replaced the siderail latch and spring to repair the bed.